Event description:
It was reported that the patient experienced a cerebrovascular accident. The type of stroke was determined to be embolic age indeterminate. A computerized tomography (CT) and carotid ultrasound were done. The patient came to the clinic initially for a routine follow up and admitted to having fallen several times so a CT was performed to rule out any issues from the falls. Since the age was indeterminate 4-6 weeks ago there was nothing to do at the time and the patient was discharged home with their routine anticoagulation regimen. An electroencephalogram was performed and was normal. The patient will continue to follow up in the clinic on a routine basis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.